Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the upper jaw boot tip broke off inside the patient. The piece was recovered from the original incision. A new kit was opened to complete the procedure. There were no patient effects. The product is not returning.